Event description:
The patient states there is an insulin leak into the cartridge compartment. This morning she noticed the problem during the filling when she replaced the infusion set. This afternoon she has noticed another leak into the cartridge compartment. Her blood glucose was 300- 400 mg/dl. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.